Manufacturer narrative:
The calcium gen.2 reagent lot number is 822631 and the expiration date was not provided. A field service engineer (fse) cleaned the incubation bath, inspected and cleaned the rinse stations and needles, checked wash levels, and completed daily maintenance tasks. They also performed reproducibility tests to check the accuracy of the calcium results, which were passing. The customer completed calibration and checked the controls and everything was in range. A field application specialist (fas) assessed the machine's calibrations and quality controls, all of which were within specifications. 20 samples with known calcium results were tested and passed. The machine was released for use. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable calcium gen.2 results from the cobas 8000 c702 module. Sample (B)(6), initial result was 7.1 mg/dl, and the repeat result was 9.3 mg/dl. Sample (B)(6), initial result was 7 mg/dl, and the repeat result was 9.1 mg/dl. Sample (B)(6), initial result was 7.4 mg/dl, and the repeat result was 9.2 mg/dl. Sample (B)(6), initial result was 7.4 mg/dl, and the repeat result was 9.6 mg/dl. The repeat results were deemed to be correct.